Event description:
It was reported that cartridge alarms occurred on pump during use, including cartridge alarm 20 and similar alarms with consecutive cartridges, and caller planned to continue using pump with mobile app to deliver insulin until issue was resolved. There was no adverse impact to the customer¿s blood glucose level. Customer was within pump warranty, was informed they would receive replacement pump with updated software, was instructed to place problematic pump in storage mode and return it to tandem within specified timeframe using provided shipping materials to avoid being billed, and was advised to program pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged while technical support arranged shipment of replacement pump.